Event description:
It was reported that the patients deep brain stimulation (dbs) head burr-hole cover was exposed. The patient underwent a procedure where the dbs burr-hole cover issue was resolved, however the details of the procedure are unknown. Additional information has not been provided despite good faith efforts.

Event description:
It was reported that the patients deep brain stimulation (dbs) head burr-hole cover had eroded and was exposed. The patient underwent a procedure where the dbs burr-hole cover issue was resolved, however, the details of the procedure are unknown. Additional information has not been provided despite good faith efforts. Additional information was received that the patient experienced dehiscence at the dbs burr-hole site. The patient underwent a procedure where the dbs burr-hole cover was removed, the incision site was cleaned and a skin graft from the leg was used to close the incision. It was noted that the patient has two dbs burr-hole covers, however it is unknown which device was removed. Physical analysis of the dbs burr hole cover was not performed as it was retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: (B)(6); batch: 27803434.